Event description:
It was reported that an ilet pump developed a cracked display that rendered the screen unusable and impaired operation, while blood glucose control remained unaffected and the device had been synced before shutdown. Symptoms included no injury. Outcomes included product replacement and instructions provided for shutdown and data handling. Investigation included review of the complaint details, user education, and return logistics for evaluation. Investigation of this case revealed physical damage to the device¿s screen with no associated alarms noted. It was concluded that the event involved a broken screen affecting the device¿s user interface, with no patient harm reported and the patient able to continue cgm use with a compatible app or receiver.